Event description:
Boston scientific crm received information that a red alert was observed due to a high out of range shock impedance. All other daily measurements were noted to be within range. Stored electrograms showed normal device behavior, and some noisy signals on the shock channel. The shock impedance has been out of range since implant, so a connection issue is suspected. Subsequently, additional information was received that it was a programming issue. The device was programmed with the shock vector in double coils, but the lead is a single coil. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.